Event description:
The user facility reported while performing a dermatological excision, a piece of the scissor fell off into the pt's wound. No pt injury was reported, and the surgeon removed the piece of the scissor from the pt's wound and continued with the procedure. The broken piece was not returned for eval.